Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) was explanted due to an infection.

Manufacturer narrative:
Should additional information become available this event will be updated.